Event description:
General laparoscopy pack was found to have a large tear in the corner of the table cover when the pack was being opened. The outside dust cover shows no signs of cuts. All items involved were retained. FDA safety report ID# (B)(4).